Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective control board. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: oxygen supply failed. This incident did not occur during ventilation of a patient.

Manufacturer narrative:
The device was not returned to hamilton medical ag.no patient involvement as it did not occur during clinical usage according to the received information. However, the o2 mixer assembly was replaced on site by a technician and the device funtioned properly again. Hamilton medical ag case number is: (B)(4). A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective control board. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The following was reported to hamilton medical ag: oxygen supply failed. This incident did not occur during ventilation of a patient.

Manufacturer narrative:
The device was not returned to hamilton medical ag. No patient involvement as it did not occur during clinical usage according to the received information. However, the o2 mixer assembly was replaced on site by a technician and the device funtioned properly again. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: oxygen supply failed. This incident did not occur during ventilation of a patient.